Manufacturer narrative:
This product is available; however, it has not been received for analysis as stated. Additional information will be provided within 30 days of receipt.

Event description:
During a coronary stenting procedure, cypher was inflated at 14atm at the target lesion (aha 11) by direct stenting. After stent deployment, insufficient apposition of the stent was observed by post-ivus and so, post-dilation was conducted with the same stent delivery system (sds). While the balloon was being inflated at 14atm, the gauge of the inflation device was decreased and blood was flowing back. Therefore, the physician removed the sds from the patient and found the balloon ruptured. A different balloon was used for post-dilation, and the procedure was satisfactory completed. The vessel was a de novo, heavily calcified and slightly tortuous and the vessel 90% stenosed. There was no injury reported to the male. The product was clinically used and will be retuned for the analysis. The physician commented, that the problem might not be attributed to the cypher but due to the heavy calcification; however, the cypher did ruptured under 16 atm.